Event description:
On (B)(6) 2011 patient received a radiofrequency eyelid treatment. An oculoplaskic medium sized eye shield was used with alcaine 0.5% solution (anesthetic) and refresh tears (lubricant). The patient complained of pain and discomfort from the eyeshields throughout the procedure. The procedure was noted to take approximately 45 minutes. Patient was reported to have experienced moderate discomfort and a low degree of erythema and swelling post treatment. Following the treatment, patient has been under treatment and consultation with several physicians for dry eye-redness symptoms and decreased tear production. From the information reviewed it appears the symptoms may be permanent and the patient will need artificial tears and/or other medications for an extended time. A physician who examined patient post-procedure has stated: "from her symptoms, tear osmolarity and schirmers, she does have aqueous tear deficiency but I suspect much of her symptoms are coming from the conjunctival chalasis and the mild staining at the upper limbus possibly due to changes in the lid margin induced by the [....] Procedure."

Manufacturer narrative:
The system's data card that records the treatment data was reviewed with respect to the event date. No errors were recorded that would point to a system-caused event. The system's technical user's manual states, in the section entitled "precautions": "eyes [...] Treatment procedures requires use of plastic ocular shields. Do not use metal shields. Follow standard precautions for the placement and use of the eye shields." The system's technical user's manual also states, in the section entitled "precautions": "the use of the [...] System on the following patient populations is unstudied and unknown: [...] Autoimmune disease (e.g. Lupus)."